Event description:
It was reported that during a da vinci si surgical procedure, a monopolar curved scissors instrument was not recognized by the system. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument, showing it was expired. The pogo pins were not stuck and were not contaminated. Additional damage found were deep scratches and a kinked flush tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. The instrument was also found with the flush tube kinked inside the housing. Engineering concluded the damage was likely due to mishandling during the cleaning procedure. Electrical continuity test passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.